Event description:
Boston scientific received information stating: generator/pocket reposition. Painful ICD pocket. Dr. (B)(6) date of surgery- (B)(6) 2012 no implant information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).